Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the fatigue patient presented in clinic for unrelated scheduled procedure. During operation, the right atrial lead appeared to be dislodged. The lead was explanted and replaced. The patient was in good condition during and post operation.